Manufacturer narrative:
Concomitant products: product ID 8703w, lot # l34927, implanted: (B)(6) 1995, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
A confirmed motor stall and motor stall recovery recorded in event logs was reported. The motor stall was caused by the patient having MRI. The patient had a refill of the pump today and the healthcare provider noted a motor stall occurred. The logs were read and the stall occurred on (B)(6) 2015 which was the day the patient had the MRI. There was also a tube set logged on (B)(6) 2015. The patient did not follow-up with the healthcare provider after the MRI for a pump status check and had not seen the hcp until today for the refill. The healthcare provider also noted a motor stall recovery logged now at the same time they interrogated the pump. The patient was asymptomatic and there was no volume discrepancy at this refill. The pump was used to deliver sufentanil and clonidine.